Event description:
It was reported that during use in an acl reconstruction surgery, before the insertion a drill of 9mm was used to prepare the insertion of the biosure screw, and it fracture after the implantation. The parts of the device were removed from the patient. It is unknown if there was a delay. The procedure was finished with a smith and nephew back up device in the original bone hole. No other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use in an acl reconstruction surgery, before the insertion a drill of 9mm was used to prepare the insertion of the biosure screw, and it fracture after the implantation. The parts of the device were removed from the patient. The procedure was successfully completed without surgical delay using a smith and nephew back up device in the original bone hole. No patient complications were reported.

Manufacturer narrative:
H10: h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A visual inspection of the returned device found that it is not in its original packaging. The screw is broken in two approximately 1/2" from the distal tip. There is debris on the screw. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the customer provided image finds the device fractured into 2 pieces, there is debris on the device. Per complaint details, the screw fractured upon implantation into good bone after prepping with a drill; however, all debris was removed from the patient and a back-up was used to successfully complete the procedure without a surgical delay, additional bone holes or patient injury. It was communicated that the surgeon was satisfied with the surgical outcome although the requested clinical documentation was not available. The patient impact beyond the broken screw and subsequent removal with use of a backup to successfully complete the procedure cannot be determined, as it was reported that there was no void in the bone, no surgical delay, and no patient injury. No further medical assessment can be rendered at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.